Event description:
It was reported that a malfunction occurred while the customer was out running, identified by error code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections for insulin delivery as a backup therapy, and tandem technical support agreed to replace the pump, which was still under warranty. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.